Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During removal of 111653 impaction checkpoint which was serving as a pelvic checkpoint, the sharp tip of the checkpoint was broken off and left buried in the patient's pelvic bone. The top half of the checkpoint was removed and discarded.

Manufacturer narrative:
Reported event: during removal of 111653 impaction checkpoint which was serving as a pelvic checkpoint, the sharp tip of the checkpoint was broken off and left buried in the patients pelvic bone. The top half of the checkpoint was removed and discarded. Procedure was a tha and done successfully with the robot. Product evaluation and results: 1 fractured piece was left in the patient. 1 fractured piece of the device was discarded. Product unavailable for inspection. Lot number unavailable for material inspection confirmation. Product history review: product unavailable for review. Lot number unavailable for material inspection confirmation. Complaint history review: product unavailable for review. Lot number unavailable for material inspection confirmation. Conclusions: product unavailable for investigation. Failure mode is reported to be fracture due to material fatigue. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. The device was not returned for evaluation.

Event description:
During removal of 111653 impaction checkpoint which was serving as a pelvic checkpoint, the sharp tip of the checkpoint was broken off and left buried in the patients pelvic bone. The top half of the checkpoint was removed and discarded.